Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that cine/vascular playback functionality was intermittent. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. No pt or user injury was reported.